Event description:
It was reported that the patient was in the intensive care unit. The patient had an older pump and was getting refills. The patient experienced four episodes in the last month where they became apneic and needed to be intubated. It was reported it only occurred when the patient turned a certain way, so the ICU healthcare provider (hcp) felt the turning was affecting the patient's pump and they wanted the pump removed. The managing physician did no understand how turning would affect the pump. The managing physician did not think the pump was the issue and did not want to remove the pump because the patient was not in good condition. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, product type: catheter. (B)(4).